Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14285. It was reported the patient was not receiving effective stimulation coverage. The patient underwent lead revision surgery on (B)(6) 2012. The physician was unable to implant the new lead in the appropriate location due to scar tissue (reference MFR report: 1627487-2012-14287). The physician removed the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.